Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported high blood glucose results while wearing a pod. At 5:57 pm on (B)(6), the pod was activated. At 7:18 pm, her result was 14.2 mmol/l (256 mg/dl), and she consumed 20g of carbohydrate and took a 4.05u bolus. She was not feeling well that day. On (B)(6), her results ranged from 2.2 mmol/l to 14.2 mmol/l (39 mg/dl to 256 mg/dl). She reported 38g of carbohydrate consumed and a 4u bolus at 2:52 pm. On (B)(6), her results ranged from 10.1 mmol/l to 15.3 mmol/l (182 mg/dl to 276 mg/dl), with a total of 159g of carbohydrate consumed and 5 boluses totaling 24.35u. On the morning of (B)(6), her results ranged from 16.4 mmol/l to 25.7 mmol/l (295 mg/dl to 463 mg/dl), with 2 boluses totaling 14u, and a manual injection of 16u. At 12:00 pm, her result was 13.9 mmol/l (250 mg/dl), and she ate 9g of carbohydrate. At 1:11 pm, it was 11.2 mmol/l (202 mg/dl), and she took a 1u bolus. At 2:14 pm, it was 13.4 mmol/l (241 mg/dl), and at 4:30 pm, it was 13.3 mmol/l (240 mg/dl). At 5:40 pm, the pod was deactivated. The customer stated that the cannula was kinked. She said that she gave herself a 4u manual injection and changed the pod. At 6:04 pm, her result was 10.7 mmol/l (193 mg/dl), and she ate 30g of carbohydrate. She tested again at 7:25 pm, and her result was 14.4 mmol/l (259 mg/dl). She works in a hospital and spoke with a doctor to review the settings.